Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure in the uterus performed on (B)(6) 2018. According to the complainant, during the procedure, the physician performed polypectomy prior to ablation. Ablation was started and after 5 minutes, it was noted that there were lots of debris in the uterus. The cassette and tubing also had full of debris and blood that was found in the uterus. The tube was clogged and an error message of "no flow condition" appeared. The system then detected fluid loss three times and went into automatic cool down. At that point, it was going through a 90 second cool down but the temperature was not changing so it threw them to a 10 minutes manual cool down. The physician noted fluid coming out from the cervix and the temperature at that time was 78 degrees celsius. The nurse quickly flushed the tubing with cool saline for a total of two 5cc syringes. The saline and uterus was cooled down and the physician aborted the procedure after 5 minutes and 30 seconds into ablation. There were no patient complications reported as a result of this event. The patient was not burned as confirmed by the physician during a follow-up visit a week post procedure.